Event description:
It was reported that when the device was powered on, smoke came out of the upper backside air slots. The monitor generated a beeping tone. After a restart, the device rebooted. It was reported that the monitor smelled burned. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.